Event description:
Related manufacturer reference number 3006705815-2024-01662. It was reported the patient was unable to enter into MRI mode due to impedances. As such, surgical intervention occurred and leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.